Manufacturer narrative:
Qc, levels I to iii, was within specifications in 2007. A) qc level I was out of range high on the same day, but recovered within range upon repeat. System check performed on the day before was partially out of specifications. The repeated system check was also out of specifications. A 3rd system check performed on the same day passed. Per customer technical service (cts), the customer contacted hotline on the next day and performed troubleshooting of the instrument due to the failed system check: a) they dismantled and cleaned wash and precision valves and commented that they were both "quite crusty". B) they replaced an aspirate probe per-tubing. C) the customer indicated that during priming dispense probes, they noted that probe #3 did not prime at all. Upon verification, the cts informed the customer that this issue could be caused by an incorrect assembly of the valve. The customer re-assembled the valve and the dispense probe #3 then primed correctly. A field service engineer (fse) was not dispatched to the customer's lab as their biomedical team performs instrument pms and troubleshooting. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access instrument. The initial accu tni results were 2 x 0.20ng/ml. (Customer runs accu tni in duplicate). The customer re-tested the original sample and the repeated results were: 12.06ng/ml and 0.20ng/ml. The accu tnil results were not reported out of the lab. Based on available information, the patient was transferred, and the customer did not receive any report of patient injury requiring medical intervention or death connected to this event.